Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Product evaluation found that the lens was returned dry, in the lens container. Visual inspection found the haptic torn. There was clear surgical residue/debris on the lens. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -12.0 diopter, had torn during the icl loading process. This occurred on (B)(6) 2016, as the surgeon was preparing to implant the lens into the patient's left eye (os). The lens was not implanted and another lens was used.

Manufacturer narrative:
The patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/22. As per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth(acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.95mm at the time of implantation. The correct lens diopter is -12.0/+3.0/88. Claim #(B)(4).